Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: updated: b4, b5, g4, g7, h1, h2, h3, h6, h10. No product was returned as it remains implanted; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing for item/lot (00587806535/62376021). Insufficient information to perform a compatibility check. Review of complaint history found no additional related issues for this item and the reported part and lot combinations (00587806535/62376021). A field action search using cognos bi identified no quality hold with an r-code as the reason associated with the following part/lot (00587806535/62376021) combination as of 23-sep-2020. Medical review of the provided x-rays provided the following impressions: total knee arthroplasty with possible horizontal fracture involving the patellar component, incompletely visualized given hardware overlap. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Manufacturer narrative:
(B)(4). Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products & multiple mdrs have been submitted for this event. 00587806535 nexgen complete knee solution, trabecular metal std primary patella lot 62042103. MDR# 3005751028-2020-00089.

Event description:
It was reported that the patient underwent a bilateral tka. Approximately 5 years post-implantation, cracks on the right knee patella component were seen on an x-ray. It was noted that the patient is not experiencing any pain.